Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A 3.5mm lcp plate bent when the pt fell on his forearm. The pt's arm was at the angle at which the plate bent, approximately 30 degrees. All screws and plate held. The plate and screws were removed and replaced with another plate and screws. The subject plate was implanted about six weeks prior to the explant date.